Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the patient was undergoing planned non-emergency cardiac arrhythmia treatment, which was finished as planned because the system could work, although at a lower dose and with noisier imaging quality. The philips field service engineer (fse) assessed the system on-site and confirmed the x-ray tube's failure. After troubleshooting, fse discovered that the anode rotation of the rx tube was blocked. To solve this issue, fse replaced the rx tube and calibrated it. The faulty part was returned to philips for further investigation, and the failure was determined to be caused by a blocked bearing. Following replacement, the system was restored to good operating order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the tube failed which would only allow to generate low doses of x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.